Event description:
It was reported via a clinical study that a patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised one year and four months post-implantation due to pain. It is unknown which components were exchanged during the revision and where the patient underwent implantation or revision surgery. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Date of revision surgery was (B)(6) 2016 though it is unknown which devices were explanted on this date. Medical product: gender solutions male (gsm) femoral component nonporous size 4, left: catalog#00541001701, lot#ni; articular surface congruent "size 3 4: catalog#00542401311, lot#ni; all poly patella size 3 8 mm thickness: catalog#00542000803, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00897; 0001822565-2022-00899; 0001822565-2022-00900 . Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.